Manufacturer narrative:
(B)(4).

Event description:
It was reported high threshold and less sensing were observed. An x-ray performed revealed an apex micro perforation. The patient was asymptomatic. The lead was explanted and replaced. While the lead was being explanted, the tissue was found in the screw. The patient condition was well after the procedure.